Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm force bipolar instrument for failure analysis investigation. The instrument was analyzed and was tested on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grip tips opened and closed properly. Additional observation not reported by site: failure analysis found the primary failure of instrument grip tang to related to the customer reported complaint. The instrument was found to have one (1) bent grip tang which may cause the issue when instrument is removed through the cannula. There was a 1.10 mm offset at the tips. The grips do not show cracking damage. Components adjacent to this bent grip do not show damage. DHR review for the device(s) involved with the reported event has been completed. No non-conformances were identified to be related to this complaint. The probable root cause of bent grip tang can be attributed to damage during use, as moderate misalignment of grip tips can be due to grasping either hard tissue/objects or collisions with other instruments.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that the 8mm force bipolar instrument was stuck in the trocar when removed. It could not pull the force bipolar instrument through the trocar. There was no report of patient involvement or patient injury.